Manufacturer narrative:
Twelve days after starting the treatment for the peritonitis with amikacin and cefazolin, the treatment was withdrawn, the peritonitis was resolved, and the patient was recovered from the event. On an unreported date, the patient was retrained in proper aseptic procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient ¿was not adherent to renal therapy and the patient's pd connection technique was not very good.¿ the peritonitis was manifested by cloudy effluent, abdominal pain and malaise. It was not reported if the patient was hospitalized for the peritonitis event. On the same day as event onset, the patient was treated with intraperitoneal (ip) amikacin (200mg, one time per day) and ip cefazolin (2 gram, one time per day) as empirical treatment for peritonitis. Dianeal therapy was ongoing. At the time of this report antibiotic treatment was ongoing and patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique were not reported. No additional information is available.